Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A scratched display window and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed and the drive support cap was sticking out. No further information was provided.